Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Prior to obtaining the discordant results, the customer replaced the "quiklyte" sensor, calibrated, and ran a dilution check and quality controls, which resulted within range. A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument, the cse replaced the 3 way valve in the integrated multisensor technology (imt) port, drain and imt pump panel. The cse ran quality controls and precision testing on a blind sample, which resulted as expected. A siemens headquarter support center (hsc) specialist evaluated the event data. Hsc determined that the customer's dilution check is high and the customer is centrifuging patient samples outside of the tube manufacturer specifications. The cause of the discordant, falsely elevated sodium results is unknown. The cause of the sample being centrifuged outside of tube vendor specifications is failure to follow instructions. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated sodium results were obtained on patient samples on a dimension exl 200 instrument. The discordant result of patient (B)(6) was not reported to the physician(s), as it was flagged with a delta check, indicating the result obtained did not match a result previously obtained for the patient. The customer then repeated sample (B)(6) and other patient samples which were reported to the physician(s), on an alternate dimension instrument, and all resulted lower. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated sodium results.